Event description:
According to the available information the implant was explanted and replaced due to being unable to deflate the implant.

Event description:
According to the available information the implant was explanted and replaced due to being unable to deflate the implant.